Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the complaint device (handle with quick coupling, small, part number 311.43, lot number 5561111). The complaint device was received with the complaint that the proximal knob of the handle fell off and was missing no patient or surgical involvement as the malfunction did not occur intraoperatively. The handle with quick coupling, small (311.43) is also a common instrument, noted in 45 system technique guides including: compact distal radius compact forefoot reconstruction screw and 2.4mm cannulated screws. In each system the driver is utilized with an accompanying screwdriver shaft for screw insertion. The device was received by synthes customer quality where it was examined and the complaint condition was able to be confirmed as the device was returned with the proximal handle knob missing from the device. No definitive root cause was able to be determined however the device handle is composed of phenolic le grade which is susceptible to becoming brittle after repeated thermal cycle such as that which would occur during the sterilization cycle. The device is 9+ years old (manufacturing date: 06-aug-2007), as such instrument age likely contributed to the complaint condition. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, end cap and handle. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. As previously reported, a device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that top part of the quick coupling handle had fell off and is missing. The malfunction did not occur during surgery and there was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Service and repair history record review was attempted for the subject device (handle with quick coupling, small, part number 311.43, lot number 5561111) but could not be completed because the device is a lot/batch controlled item. The service history is therefore, unconfirmed. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The date of manufacture is aug 6, 2007. The received subject device underwent a service and repair evaluation. The customer reported the top part of the quick coupling fell off and was missing. The repair technician reported the end cap of the handle came off and was missing. ¿missing parts¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation confirmed the complaint condition. The subject device was forwarded to synthes customer quality for additional investigation. The results of the investigation are pending completion. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.